Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding who initially reported the event to the manufacturer, it was noted that the call came into the manufacture¿s call center. It was on the weekend and was passed along to the company representative, but the company representative was unsure who the original reporting party was. Regarding the patient having been locked in a behavioral ward, if this was related to the motor stalls, and if the patient required hospitalization/prolonged hospitalization as a result of the event, it was clarified that this event was not related. The patient was discharged soon after the call came in and the patient was seen by the surgeon. The patient experienced an increase in pain symptoms related to the motor stalls and tube set having been triggered. It was indicated that this information was confirmed with the physician/account.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered dilaudid with concentration 10.0 mg/ml at a dose rate of 3.901 mg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of ¿3.9¿ via an implantable pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2018 at 16:25 and the motor stall recovered the same day at 19:34. The pump however stalled again on (B)(6) 2018 at 16:46. On (B)(6) 2018 the alarm for stopped pump may exceed tube set triggered. The event occurred during normal use. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient denied magnetic resonance imaging or any other electromagnetic interference. No diagnostic testing/troubleshooting was performed. It was further noted that a motor stall occurred on (B)(6) 2018 and the patient was locked in a behavioral ward and they were not able to gain access to the patient until (B)(6) 2018. The pump read on (B)(6) 2018 after patient released from behavioral health ward. The pump was then later replaced. The issue was resolved at the time of the report. The patient was without injury at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was requested but was unavailable. The pump was returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 confirmed a motor stall; however, the cause of the motor stall could not be determined. If information is provided in the future, a supplemental report will be issued.